Manufacturer narrative:
Per tandem's t:slim user guide "do not remove the cartridge during the load process until prompted on the t:slim pump screen."

Event description:
Additionally, the customer reported that they would remove the cartridge prior to starting the load process. Then start the load process without a cartridge on the pump and then added the cartridge once the pump requested it.

Event description:
Received information regarding multiple cartridge alarm (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted, if the device has been received.